Manufacturer narrative:
.

Event description:
The patient was shocked when the dermatologist used electrocautery to remove a cancerous lesion on the back of head. The patient was at home at the time of the call. His status was reported as 'fair'. It appeared he did not have return of symptoms associated with the event. Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.